Event description:
The patient was prepped and draped in the usual sterile fashion. A 6-french sheath was introduced into the right femoral vein. Angiography was performed to confirm bilateral sheath placement. A 4-french dav catheter was inserted into the left common carotid artery. The hyperform balloon was coaxially inserted into the neuron max guide catheter and advanced into the mid left transverse sinus. The px 400 slim microcatheter was coaxially inserted into the right sigmoid sinus, right transverse sinus, torcular herophili, left transverse sinus. A total of 18 coils were delivered into the left transverse sinus with balloon assistance. Coil 14 detached prematurely within the microcatheter and deployment was inadequate with boost packing and extension into the proximal left transverse sinus. The balloon catheter was brought proximal to coil 14. The balloon was partially inflated to push the coil forward into the coil pack. This was performed twice with excellent positioning of the 14th coil, packed tightly against the remaining coils. Final control angiogram confirmed complete occlusion of the left transverse sinus. The patient was extubated in the angiography suite. No immediate complications were identified.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Hospital did not retain device.